Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a rep. It was reported the patient had a granuloma. Revision was completed on (B)(6) 2020 and the granuloma was removed. Oral to intrathecal conversion for morphine was reviewed.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that they were still having trouble controlling the patient's pain despite therapeutic boluses. It was noted that the patient only did well during boluses or personal therapy manager (ptm) boluses. The morphine was switched to a new morphine and there was no change. A side port "due" was done and intrathecal spread was seen. It was determined that there was a catheter issue or malnutrition potential when the patient was in certain positions. The patient had no falls. The catheter was replaced on (B)(6) 2020 and the issue was considered resolved at the time of report. The ptm was currently deactivated and would be resumed once a consistent basal rate was established. The patient's medical history included a partial spinal cord injury at t3.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a rep. They called to review info on granulomas. It was reported the patient previously had an MRI but it was found that the MRI was not of the thoracic so nothing abnormal was found. The MRI was repeated on (B)(6) 2020 with contrast of the lumbar and thoracic regions. The MRI confirmed a granuloma at the tip of the catheter. The dose was decreased and the hcp planned on decreasing it again today. The patient was scheduled for catheter revision today.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#/serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated that the physician was trying to rule out a problem with the pump or catheter. The catheter was the only thing replaced on (B)(6) 2019 and the pump remained implanted at that time. The cause of the patient passing out and the blood tinged fluid was not determined, however, the hcp explained that the blood tinged fluid could have been from the surgery that took place on (B)(6) 2020. After the first dye study on (B)(6) 2020, an MRI was performed with contrast and it was determined that the patient had a granuloma at the t7-t8 space. An hcp performed surgery to remove the granuloma and physically cleared the catheter, but it was noted that no procedures were performed to clear the catheter. As a result of that procedure, the hcp did not pull down or move the catheter at all and used the same catheter. The patient continued to show symptoms of withdrawal and spasms for an additional week. The patient was in the hospital being monitored during this time. The medicine was changed out on (B)(6) 2020 to a fresh 20ml of 10mg/ml morphine, and the patient continued to show symptoms of withdrawal. The catheter was revised again on (B)(6) 2020 and the patient's dose was lowered. The physicians in the pain clinic were continuing to work together to find an appropriate dose for the patient now that they had a working catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter product ID 8780, serial# (B)(6), explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing; catheter incomplete/returned in segm ents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 10 mg/ml at dose rate of 3.157 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced increase spasms in his legs for the past couple of weeks. The date (B)(6) 2020 is considered an approximate date of event (specific year known only). He went to the emergency room (ER) over the weekend and was being treated with oral pain meds to try to control his pain. The patient was to undergo a catheter dye study tomorrow morning to rule out the catheter. The company representative was not aware at this point of any external factor that may have led or contributed to the event. The issue was not resolved as of (B)(6) 2020. Additional information was received from a company representative on (B)(6) 2020. The patient was having a therapy problem. A dye study was performed this morning using fluoroscopy. The physicians aspirated through the cap and got back blood. It was further described as more than blood tinged and it was not free flowing like typically cerebrospinal fluid (csf) does. It was further reported that the healthcare provider had put dye in, but before they could see it on x-ray, the fluid was going to the spinal canal and the patient passed out. Magnetic resonance imaging (MRI) was also performed the yesterday ((B)(6) 2020) and there were no obvious findings. It was noted that the physician thought that there was issue with the pump because 2 years ago the patient had a therapy problem and both pump and catheter that had been replaced since then. Refer also to MFR report # 3004209178-2019-03378 for prior event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient's pump and catheter were removed over the weekend of december 12-13. The pump and catheter are not being returned and were discarded. It was noted that they were removed because the patient had an infection in the spinal cord.